Event description:
It was reported that an occlusion alarm occurred while using an ilet with a teflon inset infusion set with 23-inch tubing, after which the user experienced hyperglycemia with a peak blood glucose of 360 mg/dl for approximately two hours; the issue was resolved only after the user replaced the infusion set and performed a fill cannula. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included complaint intake, user troubleshooting guidance, and confirmation that the occlusion alarm ceased after supply change. Investigation of this case revealed an infusion set occlusion associated with the infusion set and tubing that resolved after replacement and priming, consistent with an insulin delivery interruption due to occlusion. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion leading to temporary interruption of insulin delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.